Event description:
(B)(4). I have experienced hair loss. I had shoulder length hair and started to notice I was shedding hair like a dog. My hair now barely touches my neck. I'm afraid that I'm going to be bald soon. I cannot comb my hair without losing lots of my strands.